Event description:
On 1/7/1999 the account reported a hemoglobin of 8.1 g/dl and a crossmatch was ordered. According to the account, the motor for the "sl" vent needle got stuck while sampling the pt specimen. Diluent went into the specimen during the wash cycle. A flag was generated which indicated a paddle motor failure; however, a flag did not indicate the needle down position. The pt was redrawn and a hemoglobin of 16.1 g/dl was obtained. The pt did not receive a transfusion. No report of injury.